Manufacturer narrative:
The lot was manufactured from may 29, 2020 - june 01, 2020. Two (2) actual samples were received for evaluation. A visual inspection on the samples was performed and the units were found to have embedded brown particles in the tubing. The particles measured 0.04 and 0.08 square mm in size and were within acceptable limits per manufacturing specifications. The particles were subsequently identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via ftir test (fourier-transform infrared spectroscopy). Pvc is the raw material of the device tubing line. The particles were embedded in the tubing line and not in the fluid path. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that brown dot discoloration was observed on the infusion line of 2 ce intermates sv (small volume) 100 ml. This was observed prior to patient use. There was no patient involvement. No additional information is available.